Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had a startup issue. It was not reported under which circumstances the event occurred; however, no patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified it was generated an error code # 78. The stm replaced the executive processor board and the coiled cable to monitor. The stm then tested the functionality of the iabp and it passed all tests. The iabp was then returned to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump had a startup issue. It was not reported under which circumstances the event occurred; however, no patient involvement or adverse event was reported.